Manufacturer narrative:
The type of procedure being performed was an endoscopic supranasal surgery (ess). No damage was noted. The device was most likely set up correctly. No further information was reported. An investigation was completed by the original equipment manufacturer (OEM); however, a device history record review could not be performed as the lot number was not provided. Additionally, the device was not returned to the OEM; therefore, the cause of the reported event could not be conclusively determined at this time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 1037007-2020-00026. A device history record review could not be conducted as the lot number was unknown. The returned device was evaluated by an olympus representative. The reported failure could not be replicated. Because the reported failure could not be replicated, the root cause of the reported failure could not be determined.

Manufacturer narrative:
The rotatable 4mm 40 degree shaver blade (model sb4040rs) was returned to the service center (B)(6) for evaluation of the reported blade did not rotate at all during procedure. The lot number on the shaver blade could not be determined. A visual inspection was performed and there was no abnormal appearance. The sc4040rs was tested/operated with a test console and hand piece along with the tubeset (ts101dc) that was returned by the user facility, but the reported blade did not rotate could not be reproduced. There were no defects or malfunctions noted. The cause of the reported event could not be determined as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center (B)(6) was informed that the rotatable 4mm 40 degree shaver blade's rotation did not work at all during procedure. The device was replaced with a new shaver blade and the procedure was completed. There was no patient injury reported.